Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient reported they are having issues with the interstim. Patient has been in a lot of pain especially if they turn over they hurt like hell or when they move they can only just tolerate the pain. Patient previously had occasions where they had painful stimulation but it was resolved by decreasing the stimulation. This time the patient does not think the pain is being caused by the stimulation. Patient indicated the pain started recently and has gotten worse but it was not clear what month or year that it started. Patient saw a pa at their managing physician's office on wednesday and the pa "figured out there was something wrong with the implant". The patient reported the pa told them there was missing data that could indicate the implant could have a defect. Patient did not know more details regarding where the pa observed missing data. The pa told the patient they would follow up with the manufacturer rep. The pain is on the left side below patient's stomach almost into the side of the groin. Patient indicated no x-rays were taken to check the interstim system but the pa did a bladder scan to check to make sure patient was emptying their bladder. Patient reported they are not urinating blood. Patient has had no falls or traumas. They had covid about a month to month and a half ago and they treated the patient for loss of fluid with steroids. Patient has lost 12 pounds. While in the hospital with covid the patient had a chest x-ray and heart scan/echocardiogram. Confirmed there were no error messages on the patient programmer. Patient was able to communicate normally with the ins. Ps assisted patient with turning the therapy off to see if pain subsides.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The issue was resolved.